Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise and resulted in pacing inhibition. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient is recovering after the procedure.